Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics regional support center (rsc) regarding the erroneously elevated total hcg (thcg) results on five patient samples on an advia centaur xpt analyzer. Quality control (qc) was within the range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the analyzer, performed a total service including realignment of probes, performed aspirate probe dispense test, primed acid/base and wash 1. The cse verified proper system function and qc, which recovered acceptably. Siemens further evaluated the event and determined that the misalignment of the probes contributed to the elevated thcg results. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported observation of elevated total hcg (thcg) results on five patient samples on an advia centaur xpt analyzer (s/n: (B)(6). The initial elevated results were reported to the physician(s) but were not questioned. The samples were repeated on an alternate advia centaur xpt analyzer. The repeat results recovered lower than the initial results and were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.